Event description:
It was reported that a patient presented to the emergency room with syncope complaints. Electrograms showed noise on both atrial and rv leads. Pacing inhibition was present. The rv lead was explanted and replaced, and atrial lead was capped and replaced. Patient is clinically stable.

Event description:
It was reported that a patient presented to the emergency room with syncope complaints. Electrograms showed noise on both a, and rv lead. Pacing inhibition was present. The hv lead was explanted and replaced, and lv was capped and replaced. Patient is clinically stable.

Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 28.7-29.0cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location. Clavicle crush damage was noted at 38.0-39.0cm from the distal tip. The etfe coating was damaged and inner coil exposed at this location, consistent with the field observations of noise and oversensing.